Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 18 events were reported for this quarter. Product return status: 16 devices were received for evaluation; 2 devices were available for evaluation but have not yet been received. Evaluation status: 14 events were confirmed during testing; 14 devices were found to be affected by detached/missing components; 2 device evaluations are in progress. Product disposition: the devices were repaired and returned to the user facility. Additional information: there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 18 malfunction events in which the device had a component detach. The 16 events had no patient involvement; no patient impact. The 2 events had no patient involvement; no patient impact.

Event description:
This report summarizes 18 malfunction events in which the device had a component detach. 16 events had no patient involvement; no patient impact. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: corrected data: 4 previously reported events are included in this follow-up record. Product return status: 2 devices were not available to stryker for evaluation. 2 devices were received for evaluation. Evaluation status: 2 reported events were confirmed during testing. 2 devices were found to be affected by a detached locking lever assembly.   Additional information: 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 18 total events were initially reported. 1 previously reported event is included in this follow-up record.   Product return status 1 device was not available for evaluation.   Additional information 18 devices were not labeled for single-use. 18 devices were not reprocessed and reused. H3 other text : device not returned.

Event description:
This report summarizes <noe> 18 </noe> malfunction events in which the device had a component detach. 16 events had no patient involvement; no patient impact. 2 events had no patient involvement; no patient impact.